Event description:
Customer reporting leakage of blood from the connection point between the hard plastic and the tubing. There was approximately 200ml of blood loss. No additional information was provided.